Event description:
It was reported that screws using the excelsius gps system were misplaced and corrected intra-operatively.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. A review of the excelsiusgps case logs indicated that the misplaced implant was due to a combination of a shift of the dynamic reference base (drb) and skiving. An evaluation of the planned implant positions against their final placement position from the new scan for the correction indicated that there was a uniform shift of all implants during the original procedure. A uniform shift of placed implants as seen in this case is indicative of a drb shift. During the case, the software was unable to alert the user of a drb shift due to the camera being disconnected from the system for an extended period of time to rearrange the operating room. It is recommended that the camera remain connected to the system throughout the procedure so that it can monitor the position of the drb. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants . The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The l3, l4, and l5 implants were replaced intraoperatively using a second excelsiusgps registration and there was no adverse effects to the patient reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.